Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 575 mg/dl while at school after the ilet was removed due to a cracked device. The school nurse administered 10 units of fast-acting insulin to correct the high bg, which decreased to 210 mg/dl by the end of the day. No ems or hospitalization was required.